Event description:
It was reported the right ventricular (rv) lead exhibited 2 episodes of t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d154vwc implantable cardioverter defibrillator, implanted: (B)(6) 2007. (B)(4).